Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a shoulder repair procedure, the surgeon inserted the ar-2324bct-2, double loaded swivel lock, as the surgeon gently tighten down the suture the suture broke within the anchor. The anchor was seated and secured, the broke sutures were removed. The surgeon inserted a second ar-2324bct-2, double loaded swivel lock, the anchor was seated secured, as the surgeon lightly pulled the suture coiled up. The broken suture was removed and the case was completed by creating a new tunnel and using a new ar-1927psf-3 to complete the case. No patient harm reported. The case was prolonged a little longer then anticipated.

Manufacturer narrative:
Complaint confirmed, even though the two devices were returned without eyelets and sutures, broken suture strands were returned disassembled from the devices. One of the sealed devices returned was opened and no abnormality was observed with the suture. The cause of the event is undetermined, however a likely cause is user-applied mechanical forces.